Event description:
The cortrak nasogastric tube separated at the 50cm mark. The nasogastric tube had been in place for 31 days. The tube had been placed on (B)(6) 2014 at a prior hosp. The tube was placed under ir due to patient's history of bariatric surgery. The pt was on ventilator support. On (B)(6) 2015, a CT of the chest and abdomen was done which revealed retained feeding tube in the esophagus and roux loop. An endoscopy was performed to successfully remove the retained piece. A new tube was placed in interventional radiology under fluoroscopy. The pt has since been discharged to a skilled nurse facility.

Manufacturer narrative:
There was no report of pt injury. The sample was not returned for eval and the lot number is unk. Without the sample, a definitive conclusion cannot be made as to what may have caused the tube to separate.